Event description:
Hill-rom rec'd a report from a hill-rom technician stating the nurse call would not work. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication break away cable was the issue. Per the hill-rom svc manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication sys feature works correctly. Examine the communication cable, include the make and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication break away cable to resolve the issue. Based on this info, no further action is required.